Manufacturer narrative:
No additional information, evaluation or clarification of data is applicable. The reported event in nature and severity for binaxnow covid-19 ag card are captured within the product's risk management file. No additional action is necessary.

Event description:
A customer reported using the binaxnow covid-19 ag extraction reagent as eye drops. The customer reported that she accidentally used the reagent in place of her eye drops on the morning of (B)(6) 2020. The customer rinsed her eyes with water and reported that she did not experience any reaction or injury. The customer confirmed there was no impact or additional treatment that occurred. No additional information has been provided. Due to the reagent ingredients and sensitive nature of the eye, medical opinion determined that this event should be reported.